Manufacturer narrative:
(B) (4). (B) (4). Add'l info: info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lobectomy procedure, when the device was used for the lung parenchyma, the staples were malformed. Although the tissue was thick, the device could be locked on the tissue. Add'l suture was performed. There were no adverse consequences to the pt.